Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 2.2 mmol/l at the time of the incident. The current blood glucose value was 7.2mmol/l. Customer treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.